Event description:
"During a laparoscopic procedure, one fallopian tube segment (rt sife) was cauterized too hot and then bipolar would not burn at all on the left tube just minutes later. The bipolar forcep showed damage and was removed from table and cord and given to biomed.